Manufacturer narrative:
Concomitant products: model: d224drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited a rise in the svc high voltage coil impedance. Testing was completed and the lead was reprogrammed to turn "off" the svc coil. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.